Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.it was reported that the right ventricular (rv) lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed oversensing as there was ten ventricular nst (non-sustained tachycardia) equal to or less than 210 ms on (B)(6) 2012, in the timeframe between 11:52:13 and 12:10:53. There were six vf (ventricular fibrillation) lss than equal to 190 ms average v-cycle on (B)(6) 2012, in the timeframe between 11:45:38 and 12:10:58. Interference/noise was also shown as the ventricular short interval count was v-sic (ventricular - short interval counter) equal to 174 counts, in 0.80 day, between (B)(6) 2012, 11:31:55 and (B)(6) 2012, 06:48:10. And the lead integrity alert had triggered. There was one patient alert for lead failure predictor on (B)(6) 2012, 11:45:25.